Event description:
The procedure was a laser photo selective vaporization of the prostate (pvp). It was reported that upon removal of the fiber from its packaging, the physician and the nurse observed a kink on the fiber. The fiber was plugged into the laser and the beam leaked out through the kink. The fiber was exchanged and the procedure was completed with a second fiber. No patient injury outcome information was provided.

Manufacturer narrative:
Device available for evaluation corrected h.3: device evaluated by manufacture updated evaluation codes updated the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber does not exhibit signs of usage. The fiber is broken within the white tubing at 16 inches from control knob, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer sheath exhibits a kink and no signs of melting at break location. Based on device analysis, the cause could not be determined. An evaluation conclusion code of cause not established was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 08:17 pm CT.the report number is being corrected from: 2937094-2018-60275to: 2937094-2018-60104.

Event description:
The procedure was a laser photoselective vaporization of the prostate (pvp). It was reported that upon removal of the fiber from its packaging, the physician and the nurse observed a kink on the fiber. The fiber was plugged into the laser and the beam leaked out through the kink. The fiber was exchanged and the procedure was completed with a second fiber. No patient injury outcome information was provided.